Event description:
It was reported that post a stent placement procedure, the patient allegedly had clot. Reportedly, the patient was treated with percutaneous transluminal angioplasty. The patient is reported to be stable now.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical device was not returned for evaluation and no images were provided for review which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: the relevant labeling for this product was reviewed. Holding and handling of the system throughout deployment for regular deployment was found sufficiently described. With regards to pta, the instructions for use states "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated" and "post-dilation of the covered stent must be performed using an appropriately sized pta balloon catheter to avoid damage to the covered stent. The covered stent cannot be post dilated beyond its labelled diameter". "Thrombotic occlusion, restenosis of the target lesion requiring reintervention" was found mentioned as a potential adverse event that may occur. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent placement, the patient allegedly had clot. Reportedly, the patient was treated with percutaneous transluminal angioplasty. The patient is reported to be stable now.